Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was feeling stimulation on the opposite side of his body. An x-ray was performed showing the lead had migrated. It was reported surgical intervention may be undertaken at a future date.